Event description:
In 2008, the pt reported he changed the insulin cartridge of his infusion device and his infusion set. He said when he tried to prime the infusion set, it would not prime and his infusion device gave an e6 (mechanical error) alarm. He stated he had changed the device battery a day prior, so he changed the infusion set again and was able to successfully prime with no alarms given. He stated that during this time his blood glucose reading elevated to 316 mg/dl which he corrected by bolusing 2 units of insulin. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.